Event description:
The customer contacted stryker to report that their device failed to deliver a shock to a patient in ventricular fibrillation. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. A review of the electronic device records did verify that during the event there were two instances where the device advised a shock in AED mode, but the defibrillation charge was removed both times, without any button presses being recorded. This could indicate the device lost connection with the therapy cable during the event; however a conclusive root cause could not be determined. After precautionary replacement of the therapy connector and therapy cable, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock to a patient in ventricular fibrillation. There were no reports of any adverse effects to the patient as a result of the reported issue.